Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; there fore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: coronary artery stents: ii. Perioperative considerations and management. Anesthesia & analgesia 2008; 107 (2): 570-90. Newsome l, weller r, gerancher jc, kutcher m, royser r.

Event description:
Same case as : 2134265-2009-04523. It was reported in the journal article titled: "coronary artery stents: ii. Perioperative considerations and management" that post coronary drug eluting stenting treatment procedure myocardial infraction (mi) occurred and thrombosis occurred. During the index procedure, the pt was treated with two unspecified taxus express2 drug eluting stent; one stent implanted in the left circumflex (lcx) and one stent implanted in the left anterior descending (lad) artery. Approximately twenty-nine months after the initial procedure, the pt discontinued asa therapy in preparation for a nephroureterectomy procedure; ten days pre-operation. Approximately 70 min after the procedure within the post-anesthesia care unit (pacu), the pt presented with ventricular tachycardia, st changes indicating posterior mi and the cardiogenic shock. Thrombosis was observed in the lcx. Percutaneous intervention to recanalize the lesion was performed. No further information is available.